Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 16 months after the dental implant and prosthesis were placed in type ii bone in ada site 7, the implant lost osseointegration. A bone graft was placed. Clinician reports patient neglect, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. In addition, the dentist reported that he used the procedure of immediate load.

Event description:
The clinician reported that 16 months after the dental implant and prosthesis were placed in type ii bone in ada site 7, the implant lost osseointegration. A bone graft was placed. Clinician reports patient neglect, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported complications.